Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt's device registered a low impedance reading of less than 600 ohms. X-rays of the device were being ordered. The pt was stated to be well controlled and was not having any side effects. The pt's clinic notes were received which stated on (B)(6) 2011, "evaluate vns device for possible lead wire fracture of pin displacement". The pt's settings and diagnostic info were also provided in the notes. There had been no reported trauma or manipulation. Attempts for further info have been unsuccessful to date. A revision surgery in the future is likely.

Event description:
X-rays were received and evaluated by the manufacturer. The generator was able to be visualized and its placement appeared normal in the upper left chest. The filter feedthru wires appeared intact, and the lead wires appeared intact at the connector pin. Furthermore, the pin appeared to be fully inserted into the connector block. The lead was placed in a normal orientation, but there was a small portion of the lead body behind the generator that could not be assessed. What appeared to be a gross lead fracture was observed in the lead body as it stretches from the generator pocket to the neck site.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
(B)(4). Additional information was received on (B)(6) 2012, indicating that the patient underwent a full revision on (B)(6) 2012. The lead and generator have been returned for analysis. Analysis on the lead has been completed. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis it appeared the connector ring quadfilar coil was not returned. Incisions were made to expose the inside of the connector pin / connector ring assembly. Two quadfilar coil strands were observed inside the connector ring area. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (tension overload appearance) and no pitting. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Manufacturer narrative:
Only a small portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis on the generator was completed on (B)(6) 2012. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.